Manufacturer narrative:
(B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed 5 high watt alarms and an increase in power consumption starting (B)(6) 2016 to parameters outside normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.¿ based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information, clinical factors that may have contributed to the reported event include the patient's past medical history and related comorbidities and issues with the patient's compliance with therapeutic anticoagulation and antiplatelet medications. There are possible patient and pharmacological factors that may have contributed to this event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information received indicates that a review of the patient's controller log files done on (B)(6) 2016 had revealed five high watt alarms that had occurred since (B)(6) 2016. The vad coordinator reported that the controller's high watt alarm limit had been sit at 6.5 watts at the time of the alarms.¿ the patient's power consumption is reported to started to trend down on (B)(6) 2016. The site was concerned that there this was an early sign of thrombus given that the patient did not have an elevated mean arterial pressure. The site further reported that the patient's power consumption returned to her previous levels the month prior and that this was near the normal upper limit of power consumption for her speed. The patient is also reported to have been volume overloaded during her hospitalization and she was treated with diuresis.¿ no further information has been provided. The system is designed to assist a weakened, poorly functioning left ventricle. According to the instructions for use (IFU), high watt alarms are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Worsening heart failure is a known potential complication of patients with cardiac disease and is included in the IFU as a potential complication. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. According to the instructions for use (IFU), high watt alarms are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received that a patient was admitted to hospital with vad power spikes. At that time, she was also noted to not have had a large bump in her lactate dehydrogenase (ldh) levels and a computerized tomography (CT) angiography scan was negative for inflow/outflow obstruction. The patient's therapeutic international normalized ratio (inr) goal was increased from 2.0-2.5 to 2.5-3.0. The site reported that the patient had been non-compliant over the last several weeks about attending her clinic visits and inr checks.